Event description:
The pt reportedly experienced intermittency followed by loss of lock. External equipment was exchanged, however, this did not resolve the issue. Surgery to explant the pt's device has been scheduled.